Event description:
It was reported by the aci clinical specialist that a (B)(6), underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained on the right side of the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6 mm. Following the procedure, the physician who is a trained user selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician retracted the procedural sheath and shuttle tube to the black handle, and the white advancer tube was not present. The physician deflated the balloon and converted the pt to 10 minutes of manual compression, with no further complications. No additional info was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the sealant sleeve pulled back against the shuttle. The sealant was not returned with the device. The device was received with the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter shaft and the shuttle cartridge were inspected for presence of adhesive and kinks. No anomalies were observed. Based on the provided info and the investigation performed, the probable cause for the reported event was determined to be from incomplete engagement of the advancer tube. The review of the lhr (lot f1206204) indicated that the mynx lot met all established performance criteria prior to shipment.